Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap would not screw onto the patient's transfer set. This event occurred during use of the device. The nurse stated the device came loose. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. It was observed that the white cap presented a malformation in the cord or an incomplete cord in the internal part of the cap. An attempt was made to screw the minicap to a transfer set and it was verified that it did not screw in the correct way. The cord of the white cap does not correspond with the cord of the transfer set and hermetic closing was not obtained. The reported condition was verified. An assignable cause could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.